Event description:
As stated by the customer (B)(4) 2012: staff had lifted the resident off the bed and were in the process of turning to place the resident into his chair as they were moving the lift, it suddenly started to tipped over. As it was tipping, it caught one caregiver under the tilting frame. Injury to the back of neck, and it was leaning against the wall. It did not tip over completely because it was leaning against the wall and being held up by the other staff member caught under the hanger bar. The staff member controlling the lift pulled the lift up following the other trapped staff member to get out from under the hanger bar and then lowered the resident to the floor. No injuries to the resident. The lift was removed from service.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. (B)(4) on behalf of the manufacturer arjo (B)(4). Please note that while this product is no longer manufactured, previous medwatch reports for this product may have been submitted for the manufacturing site arjo (B)(4). As of 06/15/2010, that number was de-activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by arjo (B)(4) and any medwatch reports will be submitted under (B)(4). Additional info will be provided upon conclusion of the manufacturer's investigation.